Event description:
Customer called concerning alleged discrepant results for troponin I (tni) on triage profiler. Patient went to ER with chest pain and ER had positive results for tni (lot w43370b) while the laboratory had negative results for the same test (lot w43354b). Patient presented with chest pain. Cardiac markers were ordered. Caller believes patient was admitted due to elevated tni. No further information on possible treatment is available. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Complaint investigation pending.